Event description:
It was reported that during an amputation at the ankle at the user facility, a blade broke at the mount of the saw. It was reported that the procedure was completed successfully. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device has not been returned for analysis at this time.

Event description:
It was reported that during an amputation at the ankle at the user facility, a blade broke at the mount of the saw. It was reported that the procedure was completed successfully. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Additional information will be submitted once the saw is received and the quality investigation is completed, if additional information is obtained and requires reporting. The saw has not been returned for analysis at this time.